Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was being used? On which firing did the event occur? What is the lot number of the device? What is the name of the surgeon? What is the current status of the patient?

Event description:
It was reported that during a splenectomy procedure, the device was stuck on tissue. The surgeon used a different device to free tissue. No additional details provided.